Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation has occurred but device has not been returned for investigation yet.

Event description:
The hearing performance with the device is affected. External parts have been checked without improvement. There is no visible trace of trauma. Parents are not aware of any accident. The recipient was re-implanted. The device has been requested but not received for investigation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance is affected. External parts have been checked without improvement. It is unknown if an accident or a trauma has happened. Re-implantation is considered.